Manufacturer narrative:
(B)(4) stent deployment issue (partial deployment). (B)(4) catheter difficult to remove and catheter component detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stenting procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a malignant duodenal obstruction. The lesion was reported to be "tight" and approximately 6cm in length. The stent system was advanced across the stricture endoscopically. The physician then checked the stent system under fluoroscopy and began deployment. The physician visualized the stent to be fully deployed endoscopically. However, the stent did not appear to be fully deployed under fluoroscopy and a fluoroscopic marker was still shown on the stent. The nurse reconstrained the delivery catheter and attempted to withdraw the delivery system. However, the tip of the delivery system seemed stuck on the stent. Multiple unsuccessful attempts were made over half an hour to remove the delivery system. The decision was then made to cut the catheter below the handle and the patient was sent to open surgery. During the surgery, the stent and catheter were removed. In addition, the physician performed a billroth ii procedure to resect the duodenum. The patient condition following the procedure was reported to be stable. A review of an image of the device provided by the complainant showed that a section of the outer sheath had detached from itself and had held the deployed stent onto the inner lumen.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 110mm. The outer sheath had been fully retracted. It was noted that the clear outer sheath had detached at the outer sheath transition zone, which is at the position of the exterior tube markerband. The distal portion of the detached outer sheath was still attached to the stent. The inner shaft had detached at 249mm proximal to the distal tip. The inner shaft was kinked at several locations along its length. The shaft had been cut at 465mm distal to the proximal end of the proximal hub handle. It was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath in this area. No issues were noted with the movement of the outer sheath proximally or distally. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that a review and analysis of all available information failed to indicate a root cause or probable root cause. Boston scientific will continue to monitor and investigate events of this type.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stenting procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a malignant duodenal obstruction. The lesion was reported to be "tight" and approximately 6cm in length. The stent system was advanced across the stricture endoscopically. The physician then checked the stent system under fluoroscopy and began deployment. The physician visualized the stent to be fully deployed endoscopically. However, the stent did not appear to be fully deployed under fluoroscopy and a fluoroscopic marker was still shown on the stent. The nurse reconstrained the delivery catheter and attempted to withdraw the delivery system. However, the tip of the delivery system seemed stuck on the stent. Multiple unsuccessful attempts were made over half an hour to remove the delivery system. The decision was then made to cut the catheter below the handle and the patient was sent to open surgery. During the surgery, the stent and catheter were removed. In addition, the physician performed a billroth ii procedure to resect the duodenum. The patient condition following the procedure was reported to be stable. A review of an image of the device provided by the complainant showed that a section of the outer sheath had detached from itself and had held the deployed stent onto the inner lumen.